Event description:
This procedure is part of create pas: the original cas procedure was performed on (B)(6) 2012. On (B)(6) 2012, the patient had an embolic cva in the right hemisphere and bilateral cerebellum. The patient was transferred to an acute rehab center and recovered without sequelae. Neither protege rx stent referenced in this report were able to be deployed, but the site reports that the adverse event was possibly related to the devices and the procedure. Please reference mdrs 2183870-2012-00217, and 2183870-2012-00218 for the protege rx stents used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Device discarded at hospital.